Event description:
The user facility reported the veterinary was placing a catheter, got a flash, and attempted to advance the catheter and could not in a (B)(6), male maltese dog. The technician placed their thumb at the insertion point to prevent blood loss, attempted to remove the catheter which broke in half. The maltese was taken to a specialty clinic for a procedure to remove the broken piece of catheter inside of the maltese. The catheter was not in the vein and was found subcutaneously and was successfully removed. The patient was in stable condition. The procedure outcome was successful.

Manufacturer narrative:
Patient identifier: patient is a animal . Date of birth: patient is a animal . Weight: (B)(6) kgs. Ethnicity: patient is a animal. Race: patient is a animal . UDI - not applicable . Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: practice manager . The actual device was not returned for evaluation. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. Verification of retention samples showed no related defects on the catheter tube that would lead to either catheter tube breakage or detached catheter tube from the hub. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >7.845n. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. We have 2 stages of visual inspection. The first station covers the overall condition of the product. The second station covers the inspection of the catheter tip and needle tip condition and the distance between the catheter tip and needle heel. Thus, defects on the catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. Qc conducts a visual inspection before shipment. The lot history file was checked and no irregularity or nonconformity was noted. (B)(4).